Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on unspecified dates, the pt obtained the blood glucose readings of 19.0 mmol/l and 20.0 mmol/l (342 mg/dl and 360 mg/dl), and tested 3+ positive for ketones, after receiving occlusion alarms on the pump. The pt also noted problems with the site, including bleeding, bumps, redness and soreness. Troubleshooting revealed there were no kinks or bends in the cannula, the pt was able to manually push insulin through the cannula and cartridge and she was able to reprime the pump successfully. There was no evidence the pump was not delivering insulin accurately and correctly. However, as the pt obtained elevated blood glucose levels and was positive for ketones after obtaining the occlusion alarms, this complaint is being reported.